Event description:
The patient had a mole removed from the back of their thigh in 2003. At 4 to 6 weeks post operative, several stitches worked their way up through the surgical site. There was no indication of infection at that time. Patient returned to physician the next month. Physician cut and removed several protruding stitches from the surgical site. Within a few days more suture spitting was noted. Physician excised extruding suture material.